Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient felt the stimulation from the lead in the vaginal area and rectum but then it quit. The patient felt shocking. A power-on-reset (por) was seen on the patient¿s programmer. There were no environmental/external/patient factors that may have led to the issue (per the patient). The patient had an appointment with their healthcare professional (hcp) on (B)(6) 2018 to interrogate the device. Additional information received in (B)(6) 2018 from the manufacturer¿s representative again reported the patient experienced a shocking sensation and that a por was seen. Upon interrogation in the office, the ins showed a longevity of ¿100-some odd months¿. It was noted that the patient had been in the office 1-2 months ago and it was indicated the patient had about 6 months left on the ins. There were no impedance issues. The patient had changed programs after the visit and felt a sensation similar to when impedances are run. This was described as it was uncomfortable and a shocking sensation in the area where they should feel the stimulation. The patient reportedthe shocking and then ¿nothing¿ and their symptoms returned. There were no falls or trauma reported that could be related to the issue. The patient denied being around any emi. The representative did not have access to the clinician programmer at the time of report. Follow up information received from the manufacturer¿s representative on (B)(6) 2019 reported that they had no further insight as to the cause of the shocking/por/stimulation quitting issues. It was noted that they patient had not reported any additional shocking since the initial report. The patient was scheduled for a battery replacement procedure on (B)(6) 2019. There were no further complications reported or anticipated.